Manufacturer narrative:
Additional information: h6, h11 (investigation conclusion). No additional clinical event information was received. The device was reported available for return but has not yet been received. If the device or additional new information is received, a supplemental report will be submitted upon conclusion of investigation. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Manufacturer narrative:
Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, postembolization syndrome, and neurological deficits including stroke and death. The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that the web embolization device was used in an unspecified procedure. Upon deployment the device would not detach using detachment controller. The device still would not detach with a second detachment controller. The device was removed from the patient and the procedure was successfully completed with another device. The patient was stable.

Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (device evaluation). Investigation conclusion: the investigation found that the returned web system did not pass continuity and resistance testing. Further investigation of the pusher concluded that the distal solder joint was broken, which would have caused or contributed to the reported detachment failure. The physical evaluation of the device could not identify the conditions or circumstances that led to the distal solder joint break, but the damage is consistent with the device experiencing forces exceeding the solder joint's tensile strength.